Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined. Physio-control performed a clinical evaluation of the reported event and determined that it is unknown if the use of the device contributed to the outcome of the patient due to a lack of available patient ECG information during the reported failure.

Event description:
The customer reported that during a patient event their device did not show any ECG rhythm from the patient. This first occurred through the ECG leads and the customer then attempted to obtain the patient's ECG rhythm through the defibrillation therapy leads with no success. When the reported failure occurred, the customer obtained a back up device and continued patient care. The patient did not survive the event.